Event description:
The report received from the affiliate indicated that 5 days after pci with two overlapping cypher stents, the patient complained of chest pain and brought to the hospital as an emergency. Abnormal ECG (elevated st segment at v1~v4) and apical asynergy were observed. Then, cag was conducted and thrombus was observed from the proximal edge to inside of the implanted cypher select+ at the proximal to mid lad. At the same time, stent mal-apposition at the proximal edge of the cypher select+ was observed. To treat the thrombus, aspiration and poba with a bc (3.0/20mm) at 24atm for 5sec were conducted. The physician indicated that the possible cause was because the proximal edge of the second stent was underdilated. During the initial procedure, pci was performed on a 90% de novo lesion of 30mm in length in a 3.0mm. The (type c) eccentric lesion was calcified. Rotablation was pre-dilatation were performed with a 2.0x20mm balloon at 10 atm before a 2.5.x28mm cypher select + stent was deployed at 14 atm in the distal part of the lesion. Then a 3.0x33mm cypher select + stent was implanted at 11 atm proximal to the previous stent, overlapping it. Post-dilatation was conducted with a 3.0x20mm balloon at 20 atm. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 1 and 3 after the procedure. It is unknown if act was measured.

Manufacturer narrative:
Pre and post-procedure medications included aspirin 100mg/day, clopidogrel sulfate 75mg/day and cilostazol 200mg/day. Intra-procedure medications included heparin 7,000u. This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that a patient experienced a sub-acute thrombotic event five days post implantation of two cypher stents. During the initial procedure, pci was performed in the proximal to mid lad. The lesion was a de-novo, eccentric and calcified lesion. Aha/acc classification of the vessel was type c. The vessel length was 30mm and the vessel diameter was 3.0mm. Pre-procedure stenosis was 90%. Rotablation and pre-dilatation were performed with a 2.0x20mm balloon at 10 atm before a 2.5.x28mm cypher select + stent was deployed at 14 atm in the distal part of the lesion. Then a 3.0x33mm cypher select + stent was implanted at 11 atm proximal to the previous stent, overlapping it. Post-dilatation was conducted with a 3.0x20mm balloon at 20 atm. Ivus was conducted. Complete stent apposition was reported. The residual % of stenosis was 0%. Timi flow before the procedure was 1 and 3 after the procedure. It is unknown if act was measured. Medications prescribed at discharge included aspirin, clopidogrel and cilostazol. Five days later, the patient experienced chest pain and was emergently hospitalized. Abnormal ECG (elevated st segment at v1~v4) and apical asynergy were observed. Coronary angiography revealed thrombus was observed from the proximal edge to inside of the implanted cypher select+ at the proximal to mid lad. At the same time, stent mal-apposition at the proximal edge of the cypher select+ was observed. To treat the thrombus, aspiration and poba with a bc (3.0/20mm) at 24atm for 5sec were conducted. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. The physician indicated that the possible cause of the thrombotic event was because the proximal edge of the second stent was underdilated. Ivus performed during the index procedure indicated complete stent wall apposition. Rotablator is usually performed when the plaque is felt to be too difficult to flatten against the artery wall with just a pcta or the plaque appears to have a large amount of calcium present. Based on the information available, there are possible vessel characteristics (long lesion, rotablator conducted) and procedural factors that may have contributed to this event.